Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a non-sustained event following a defibrillation threshold (dft) test during the implant procedure. The signals were seen on the rv channel and was thought to have been caused by air bubbles. Boston scientific technical services (ts) discussed the possible cause of the stored episode. Further, ts discussed patient monitoring could be continued since there had been no other episodes recorded. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.